Manufacturer narrative:
H2 correction: h6 health effect - clinical code 4582 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of edema, dyspnea, and heart failure appear to be cascading events of the single leaflet device attachment. Additionally, edema, dyspnea, and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received. On (B)(6) 2024, the subject reported occasional shortness of breath, intermittent trace-mild bilateral lower extremity edema, and recurrent heart failure was noted. Aside from the listed symptoms, reportedly, the subject is doing well.

Manufacturer narrative:
D6a: estimated. The mitraclip remains implanted. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a single leaflet device attachment. Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on an unspecified date the patient presented for a mitraclip procedure with degenerative mitral regurgitation (mr) and posterior leaflet flail. On (B)(6) 2024, a single leaflet device attachment was noted with one mitraclip. There was no adverse patient sequela reported.

Event description:
Subsequent to the previous report, the additional, significant information was received on 07/09/2024: it was reported that on (B)(6)2024, the patient presented for a mitraclip procedure with degenerative mitral regurgitation (mr) and posterior leaflet flail. An xtw mitraclip (cds0706-xtw, 31201a1069) was successfully delivered and deployed. Following deployment, a single leaflet device attachment (slda) occurred. As treatment for the slda, two additional mitraclips were successfully delivered and deployed. There was no adverse patient sequela, and the mr had been reduced to mild, grade 1+.

Manufacturer narrative:
A4: patients weight updated b1: updated to product problem and adverse event b2: outcomes updated to required intervention d6a: implant date updated h1: updated to serious injury h6: health effect - impact code 2199 removed the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.